Event description:
As reported, the button #1 of a 6f/7f mynx control vascular closure device (vcd) was not able to be pressed fully during the procedure. Hemostasis was achieved by manual compression within 20 minutes. There was no reported patient injury. After removal from the patient, the device button was tested once outside the body and was pressed successfully and remained in the pressed position. The device was used during a carotid artery stenting procedure using a retrograde approach. The deployer was mynx certified. A non-cordis introducer sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm. The device storage temperature did not exceed 25 °c. There were no kinks observed in the sheath or the device after removal, and the button could not be depressed at all during use. The device was stored and prepared according to the instructions for use, there was no damage noted to the button, the tension indicator was aligned with the markers on the handle halves before attempting to deploy, and the device storage temperature did not exceed 25 °c.the device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the button #1 of a 6f/7f mynx control vascular closure device (vcd) was not able to be pressed fully during the procedure. Hemostasis was achieved by manual compression within 20 minutes. There was no reported patient injury. After removal from the patient, the device button was tested once outside the body and was pressed successfully and remained in the pressed position. The device was used during a carotid artery stenting procedure using a retrograde approach. The deployer was mynx certified. A non-cordis introducer sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm. The device storage temperature did not exceed 25 °c. There were no kinks observed in the sheath or the device after removal, and the button could not be depressed at all during use. The device was stored and prepared according to the instructions for use (IFU), there was no damage noted to the button, the tension indicator was aligned with the markers on the handle halves before attempting to deploy, and the device storage temperature did not exceed 25 °c. One non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was observed in a deployed condition and was still mounted on the delivery shaft upon receipt. The sealant sleeves did not present any abnormal conditions. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was returned deflated and not retracted, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An attempt to perform a simulated functional deployment test could not be performed in the standard sequence since button 1 was received in a fully depressed state and the sealant was already deployed but still mounted on the delivery shaft. During the evaluation, button 2 was fully depressed successfully, allowing the balloon to retract and the sealant to complete deployment. No resistance or mechanical obstruction was observed during actuation of button 2. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was received with button #1 already fully depressed with no anomalies noted. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since it was received fully depressed with no anomalies. However, procedural/handling factors (even though it was reported that the tension indicator was aligned with the markers on the handle halves before attempting to deploy) are possible, especially since it was able to be depressed after it was removed from the patient. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggests that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.